Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was broken. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The sensor wire does not appear to be broken and it is still attached to the housing puck. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.